Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient's implant was taking longer than usual to recharge. Usually the recharge process took 30-40 minutes but this time it had been over an hour and the ins was not fully recharged. The patient had 8 coupling boxes and reported that the ins recharger battery was full. The patient indicated they would follow up with their healthcare provider if the implant battery level did not increase after giving it more time. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction on device information. If information is provided in the future, a supplemental report will be issued.